Manufacturer narrative:
Device (expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. Claim#: (B)(4).

Event description:
An implantable collamer lens was implanted into the patients eye and it was reported that there is a planned explant and exchange. If additional information is received a supplemental medwatch report will be submitted.